Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye did not identify any abnormalities that could have contributed to the reported condition. A microscopic inspection of the second y-site housing noted that there were tool marks and cracks present. The sample was functionally tested for flow and leaks. The sample was primed and flowed normally with no leak noted. The sample was then underwater leak tested and it was noted that the set was leaking form the second y-site. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date during the week of (B)(6) 2018. (B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was leaking from the first connector below the roller clamp. This event occurred during patient infusion with fosaprepitant. The product was in use for approximately ten (10) minutes before the leaking was observed from the first connector below the roller clamp. There were no physical irregularities noticed to the product. No other intravenous sets were attached to the primary tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.